Manufacturer narrative:
Result: no conclusion can be drawn, no device or procedural images returned for evaluation; inherent risk of procedure (stent deformation); no results available since no evaluation performed (device or procedural images not provided for review. Conclusion: unable to confirm complaint (device or procedural images not provided for review); no conclusion can be drawn, no device or procedural images returned for evaluation; known inherent risk of procedure (stent deformation). (B)(4).

Manufacturer narrative:
Evaluation results: related to operational context (given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). Evaluation conclusions: operational context contributed to event (given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related).

Event description:
Image review: the images confirm a lesion in the mid rca vessel. There appears to be a previously deployed stent in the proximal rca. The lesion is pre-dilated. A stent is successfully deployed in the target lesion. The final image provided shows a smaller sized stent positioned proximal to the successfully deployed stent. There are no images of this stent being deployed. Based on the image quality and the inability to measure the stent using a calibrated method; it could not be confirmed if this is the (B)(4) stent. The images do confirm the presence of the previously deployed stent and the presence of disease in the vessel.

Event description:
Physician intended to use an integrity otw bare metal stent to treat a lesion. The physician attempted to cross the lesion with the stent but could not. The stent was removed and the vessel was pre-dilated again with a balloon. Before re-attempting to cross the lesion again with the stent, it was noted that the stent was deformed. The physician used another medtronic stent to attempt to cross the lesion. No patient complications reported.